Event description:
Sometime during the week of 06/10/1999 and following a ptca procedure, an angio-seal device was placed in a pt's groin. Within twenty minutes following deployment, a large hematoma was noted to form (size not documented to MFR). Manual pressure was applied, and the pulses were noted to be present although weak. The pt returned to the critical care unit where he later bled into bed (length of time to onset and severity of bleed not documented). The pt's hemoglobin reportedly dropped, requiring a transfusion of blood products. As of 07/20/1999, there has been no further report to the MFR of comlpication or pt sequelae.